Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of dust inside the sensor and the faulty front panel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3, b5, e1, e2, e3, h6.

Event description:
It was further reported, the issue "e300 error code" was found during routine inspection/ maintenance. There was no procedure involvement or patient involevment.

Event description:
A field service engineer (fse) reported to olympus, on behalf of the customer, the light source exhibited error code e300. The device was returned, and an evaluation revealed all led (light-emitting diode) lights on the front panel were blinking continuously and one of the led lights was not glowing properly. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An inspection of the returned device confirmed the customer allegation. The reported error e300 and continuous blinking of the led (light emitting diode) lights was due to dust inside the sensor. Once cleaned both the issues were resolved. Front panel led not glowing properly was due to faulty front panel. Low light in the image was due to foggy white light lens which had to be replaced. Heavy dust inside the unit needed to be cleaned. Ventilation grills block off the top cover due to heavy corrosion on it and needed to be replaced. The power switch was cracked. The rear foot, rear panel, and chassis was corroded and the top cover had minor scratch. Additional information has been requested for this event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.